Event description:
IV nurse cut PICC when trying to exchange PICC. Nurse was using scalpel to make insertion site larger to advance PICC introducer, causing catheter embolism. Venectomy performed at bedside.